Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patients therapy was no longer working. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted battery was discarded per the facility biohazard protocol and will not be returned for analysis.